Manufacturer narrative:
D9: product returned 07/27/2021. H3: yes. Investigation conclusion: returned and retained devices from the reported lot number were tested with qc cut-off standards and high-hcg clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated in-house with retention or returned devices. Per the package insert: · very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. · false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. · this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Requested but will not be returned. Retained devices from the reported lot number were tested with qc cut-off standards and high-hcg clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(6) 2021:the customer reported that when administering the henry schein hcg urine cassette, false negative results occurred. Confirmatory bloodwork results were positive. Specific methodology and exact quantitative results were requested with other event information but were not provided. There was no impact or delay with patient treatment.